Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was reported that the right ventricular (rv) showed some r-wave amplitude variations. It was later confirmed via diagnostic imaging that the rv lead was dislodged due to twiddlers syndrome. The lead was explanted and replaced in order to resolve the issue and the patient was stable.